Manufacturer narrative:
Device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-apr-2024, it was reported that the infusion set fell off during use and this isse occurred with 5 infusion sets. The infusion had been used for less than a day. No further information available.